Event description:
The customer reported that following a carotid angiogram in 1999, a vasoseal vhd kit size 4 was deployed. The pt returned in 1999 with redness and swelling noted at the puncture site. The pt was admitted for IV antibiotics therapy. A blood culture was taken with negative results. No culture of the groin was performed and no drainage was noted at the site. The pt was discharged on 12/11/1999. No furhter complications were reported.